Manufacturer narrative:
Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported that the patient was injected bilaterally in the malar area with 0.5 ml of juvéderm® volift¿ and in the lip with 1 ml of juvéderm® volbella® with lidocaine. About 2 months later, patient experienced inflammation of the right-side malar area and lip. Patient also experienced stony bulge with superficial erythema on the right malar area, and edema on the lip. Patient was treated with prednisone for 5 days, ciprofloxacin, and varidasa® for 3 days. The treatment was reported as provided to hasten resolution and prevent permanent damage. The event is ongoing.